Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. A chest x-ray was performed which showed the patient's right atrial (ra) lead was dislodged. The patient was asymptomatic. The ra lead was repositioned on (B)(6) 2021. The patient was stable throughout.